Event description:
It was reported that the monopolar curved scissors (mcs) instrument would not move through the full range of motion during a da vinci prostatectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house system and the instrument passed recognition and engagement testing. Motion testing passed. The instrument failed the cut test. The scissors did not fully close due to blade damage. As a result, the blades did not cut through their entire length and failed the cut test. The one blade edge had an indentation between the midpoint and tip that acted as a mechanical stop for the other blade when closing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis also observed that the pad printing was removed in a vertical direction; a piece removed was about .15' x.05 in length. The evidence was inconclusive, but the pad printing removed was likely due to improper cleaning. 80 - the reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Failure analysis also observed that the distal end of the main tube exhibited hairline cracks in the axial direction. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.